Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide catheter had its separated tip on its shaft. The separated tip was turned inside out and its broken end was stretched proximally. At the distal end of the catheter where the tip normally set, braids in the middle layer were exposed. The separated tip was on the shaft at approximately 230mm from the distal catheter end. Microscopic observation of the separated tip revealed that the distal end of the separated tip was tucked into its lumen. A torn piece of stretched polymer layer of the catheter shaft that was torn off due to tensile stress was jammed under the separated tip. To replicate tip damage seen on the returned catheter, an unused catheter of the same brand was inserted into a small tube that had slightly smaller lumen relative to the outer diameter of the sample catheter. Due to resistance generated during catheter advancement, the tip of the sample catheter deformed as it run on the catheter shaft. When catheter advancement against resistance was continued, the tip became torn off and the separated tip slid on the catheter shaft just as seen on the returned catheter. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, excess compressive stress in proximal direction that was assumed to be generated possibly by small puncture hole or firmness of subcutaneous tissue was applied on the tip and pushed the tip towards the catheter shaft during catheter insertion. It was presumed that pushing manipulation was continued making the tip turned over, damaging the welded segment of the tip on the shaft, tearing the tip off, and leaving the separated tip on the shaft. There was no indication of product deficiency. Although no adverse patient effects were reported, the tip was too severely damaged to rule out a possibility that some fragment(s) might be left in the anatomy. Instructions for use (IFU) states: [warnings] manipulate the guiding catheter in the vessel carefully by observing it under a high-definition x-ray fluoroscopy monitor screen. If any resistance is felt, or torque is not felt at the guiding catheter's tip, since there is possibility of kink or torsion, stop the manipulation and identify the cause. [Continuing the insertion by force or removing by force, vessel trauma and/or rupture or cut of guiding catheter may occur.]; [adverse reactions/events] damage; and, [how to use] insert carefully the catheter along the angiographic guide wire. Before insertion, using syringe, drop heparinized and sterilized saline to the inserting part of catheter in order to make insertion easier with lubricity. If any is felt, make the incision wider.

Event description:
It was reported that the tip of an asahi guide catheter became separated and the separated tip remained on its shaft when it was removed from the anatomy during a ppi to treat an unspecified below-the-knee lesion. No particular intervention was taken against the separated tip. The patient was without problem after the ppi.